Event description:
A journal article was reviewed which contained information regarding this lead. After 20 years of being implanted, the leads eroded through the skin. A biopsy was obtained and the leads remained in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: primary b-cell lymphoma developing at epicardial pacemaker lead site. J. Card. Surg. 2014; 29(5):0886-0440. (B)(4).